Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, product type lead. Product ID 3889, product type lead device code (B)(4) applies to leads (lot#s unknown) only.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said two of the leads broke. The patient's spouse then said they don't think the evaluation has been working as the patient is still voiding frequently; they woke up at least ten times to void during the night. No further patient complications have been reported as a result of this event.